Manufacturer narrative:
No customer returns were available for evaluation. Investigation was performed by reviewing the complaint text, attached patient results, product labeling and historical complaint review. A review of labeling concluded that the issue is sufficiently addressed. Historical complaint data was reviewed. No non-statistical trends or adverse trends were identified. Manufacturing release documents showed that reagent lot 45209un15 met all specifications prior to release. Based on available information and the results of this investigation, no product deficiency was identified for creatinine reagent lot 45209un15.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that a falsely elevated architect creatinine result of 28.73 mg/l was generated for a patient on (B)(6) 2015. The patient was redrawn on (B)(6) 2015 with a result of 7.86 mg/l. The patient questioned the results. The sample from (B)(6) 2015 was then retested generating a result of 8.27 mg/l. No adverse impact to patient management was reported.